Manufacturer narrative:
This s-ICD was kept by the hospital for analysis and is not expected to be returned back to boston scientific at this time. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered three inappropriate shocks for oversensing of myopotentials. It was noted that this patient had received inappropriate shocks in the past as well due to their amplitude being too small. The patient came back in for product testing and noise was able to be reproduced. At this time the s-ICD has been turned off and remains in service. No adverse patient effects were reported. It was later reported that this s-ICD had been reprogrammed back on and had delivered additional inappropriate shocks to the patient. Surgical intervention was performed and the s-ICD was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered three inappropriate shocks for oversensing of myopotentials. It was noted that this patient had received inappropriate shocks in the past as well due to their amplitude being too small. The patient came back in for product testing and noise was able to be reproduced. At this time the s-ICD has been turned off and remains in service. No adverse patient effects were reported. It was later reported that this s-ICD had been reprogrammed back on and had delivered additional inappropriate shocks to the patient. Surgical intervention was performed and the s-ICD was explanted and replaced. No additional adverse patient effects were reported.